Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the brake fell off of the 1-arm drive and the attaching hardware.